Event description:
During a clinic follow-up, a decrease in the sensing, an increase in the capture threshold, and an increase in the defibrillation impedance were observed on the right ventricular (rv) lead. The rv lead was capped and replaced to resolve the event. The patient was stable and will continue to be monitored.